Manufacturer narrative:
Suspect device received on january 31, 2023. Device evaluation completed on february 07 , 2023: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. During the visual analysis of the returned sample, revealed a tear at a junction at the valve system to the saline implant. A microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Since no evidence of instrument damage was found, the contralateral implant could not be identified, therefore, both returned implants were analyzed. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: according with the product insert data sheet, the valve system can be damaged by improper use of the fill-tube stylet. Care should be taken that the stylet enters the valve smoothly. Use the thumb and forefinger to stabilize/support the valve seat and gently push the stylet tip into the valve opening. Overstressing the valve material may result in punctures or tears and subsequent deflation may occur. Use only the fill tube stylet provided with this product. Take care not to puncture the diaphragm valve or the shell with the stylet tip. Care must also be taken when the fill tube stylet is removed to prevent damage to the valve assembly. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 56-year-old caucasian female who underwent a breast augmentation primary with an unknown mentor saline breast implant experienced bilateral deflation post procedure. As a result, patient underwent bilateral replacements as follow: left catalog number 3503001bc, serial number (B)(4) right catalog number 3503001bc, serial number (B)(4) on (B)(6) 2022. This report relates to the right prosthesis.